Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 493 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer stated that the symptoms related to high blood glucose that were thirsty and foggy. Customer was using auto feature at the time of event. Customer stated that the insulin pump was passed in high pressure test. No further complications were reported. Customer will continue to use the insulin pump.